Manufacturer narrative:
The device was received for evaluation. During functional testing, "failed upstream occlusion during pm". Was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.